Event description:
In the summer of 1994, rptr was diagnosed with stage iib breast cancer after a biopsy revealed that her implants (implanted 9/75) had ruptured. In fact, the plastic surgeon who removed them said that they had probably been ruptured "for some time." Rptr makes a connection between the ruptured implant in her right breast and the breast cancer, though, of course, very few drs would agree with her hunch since there is no way to prove that. She had had a closed capsulotomy in 1/85, which may have caused the rupture, but the implants might have ruptured because they got worn out. Her dr had assured her that they would last forever and she would have "the firmest breasts in the nursing home." Now she doesn't even know if she'll live long enough to be in a nursing home. (*)